Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study underwent a da vinci-assisted malignant nipple sparing right breast subcutaneous mastectomy with concurrent axillary sentinel lymph node biopsy and breast reconstruction. Two days later, it was reported that the patient was experiencing post-operative abnormal fluid drainage, described as sanguineous bleeding. On the 1st, 2nd, and 3rd post-operative days, the volume of red or light red drainage fluid was 130 ml, 60 ml, and 115 ml, respectively. The patient received an injection of batroxobin (a defibrongenating agent) as treatment. The event was reported as resolved the same day and the patient was discharged on post-operative day eight. There was no report of a da vinci device malfunction during the procedure. The study investigator thought that the adverse event is certainly not related to the da vinci investigational medical devices.